Event description:
A customer reported that while she was traveling two weeks prior, she did hear the crunching noise while filling this pod but since she was able to prime and activate this pod, she placed it anyway. She wore it for less than a day because her bg readings went up to 400-500. She also stated that she was able to activate and place a new pod and her bg levels returned to normal fairly quickly. There were no further problems reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omni pod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could results in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.